Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that confirmed issue was resolved by customer. The device functioned as intended after the customer troubleshooted the device.

Event description:
It was reported when using the pyxis medbank system, device experienced a power failure on drawers. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.